Event description:
Information was received that reported a pt had been hosptialized on 04/09/2006 at 1500 due to a diabetic ketoacidosis. Per the devices history the last blood glucose reading was >500mg/dl at 1345 on 04/09/2006. The reporter stated the pump displayed no system faults or alarms, and the admin set appeared to be okay with no air in line ir kinks in tubing. The infusion set and site were changed the morning before. The reporter states that she has had elevated readings for the prior week. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.